Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional had plugged the desktop charger (dtc) connector into the ins recharger (insr) upside down and broke the connector pins. The patient reported that they were in the hospital for an infection of the hand unrelated to their device. The patient reported that the patient programmer (pp) showed the ins battery was dead, stating that they could feel the vibrations going on and off because the ins is so low. A replacement dtc was sent, no additional symptoms or complications were reported with this event.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.